Event description:
During a review of the patient's programming history as part of a battery life calculation, it was observed that a faulted diagnostic occurred on (B)(6) 2009. This resulted in a change in settings. The off time was not corrected until (B)(6) 2009. No adverse events have been reported as a result of this issue.

Manufacturer narrative:
Review of programming/device diagnostic history performed.